Event description:
Event description guidant received information that on november 22, 2004, at a follow-up clinic visit, the battery status of this cardiac resynchronization therapy defibrillator (crt-d) was middle-of-life 2 (mol2) and the charging time of the capacitor was 17 seconds. The physician scheduled the replacement of the device for december 22, 2004. On the day before the scheduled replacedment, the patient expired. The physician interrogated the device after the death and found end-of-life had been reached on december 20, 2004. The device had properly detected the arrhythmia and shocks were given. For each shock, the device measured a shock impedance of less than 20 ohms and a short circuit message was obtained.